Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)..

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath - medium could not be flushed as the hemostatic valve got dislodged from the hub on the proximal end of the sheath. The dilator could not be introduced. The device was not used on the patient and no patient consequences were reported. The sheath was replaced and the issue resolved. The issue was assessed as a MDR reportable hemostatic valve separation issue. The biosense webster inc. Product analysis lab received the device for evaluation and on july 17, 2020 it was observed that the device was returned in the condition reported as the hemostatic valve was dislodged. Therefore, this returned condition remains assessed as a reportable MDR issue.

Manufacturer narrative:
On 7/24/2020, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and a hemostatic valve separation issue occurred. During the procedure, the carto vizigo¿ 8.5f bi-directional guiding sheath - medium could not be flushed as the hemostatic valve got dislodged from the hub on the proximal end of the sheath. The dilator could not be introduced. The device was not used on the patient and no patient consequences were reported. The sheath was replaced and the issue resolved. Device evaluation details: first visual inspection: the hemostatic valve was found dislodged and the dilator was not returned. In a second closer visual inspection the friction ring and brim cap remain intact and not separated from hub; however, was found the hemostatic valve dislodged. A manufacturing record evaluation was performed for the finished device 00001306 number, and no internal actions related to the reported complaint condition were identified. Customer complaint was confirmed. The root cause of the damage on the hemostatic valve inside the hub could be related with the excessive force and handling of the device during the procedure; however, this cannot be conclusively determined. All units are inspected prior leaving the facility and mre verified that this complaint unit was in good condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).